Event description:
On (B)(6) 2012, the pt underwent endovascular repair of a descending aortic dissection using gore tag thoracic endoprostheses. The pt had previously undergone replacement surgery of a y-graft to treat an abdominal aortic aneurysm. It was reported that both legs of the y-graft were tortuous and narrow. The physician elected to approach from the dissection and made a conduit to the right common iliac artery. An introducer sheath was advanced, but it would not pass the leg of the vascular graft, stopping shortly below the bifurcated area of the graft. After deployment of the first gore tag device, the physician had difficulty removing the delivery catheter. It was reported the catheter was stuck on the top of the introducer sheath, where the vascular graft sharply curved. Force was used to remove the catheter. Upon removal of the catheter, the proximal olive reportedly detached and remained on the guidewire. A gooseneck catheter was used to snare and remove the proximal olive. The procedure continued with no further issue, and the pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.